Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a gastroscopy with dilation procedure performed on an unknown date. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. During the procedure, the balloon was leaking during the first attempt to dilate. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus.